Event description:
It was reported that the patient's lead was replaced. Per historic hospital policy, explanted products are discarded after pathology. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's device. It was reported through clinic notes that the patient was having occasional pulling sensation and discomfort over the left chest in the region of her vns. There were no reported falls or history. As a result of the high impedance, the patient's normal mode output current was reduced from 1.5 to 1.0 ma. No known surgical intervention has occurred to date. No further relevant information has been received to date.